Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter separated during use. The customer returned one snaplock adapter with clip, one flat filter, and two catheter pieces. The components were received connected together (reference attached files pic_inp1900056626). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned filter revealed that the filter appears typical with no observed defects or anomalies. Visual examination of the first returned catheter piece revealed the likely most distal end as the distal tip was intact. Stretching of the coils and extrusion can be seen at the likely proximal end of this catheter piece. Also, the coils at the proximal end are missing. Visual examination of the second returned catheter piece revealed the likely most proximal end. The proximal end appears to be intact. The coils stretch approximately 13cm beyond the extrusion at the likely distal end. Also, damage to the coils and extrusion can be seen at 8cm from the proximal end (reference files pic_anp1900056626). No other remarks: defects or anomalies were observed. A dimensional inspection was performed on the two returned catheter pieces using a ruler (p0190). The first returned catheter extrusion piece measures approximately 36.1cm. The second returned catheter piece measures approximately 62.3. Both catheter pieces combine to measure approximately 98.4cm. None of the catheter appears to be missing. Although, the specification per graphic kz-05400-002 rev. 8 indicates that the proper length of an epidural catheter is 88.5-91.5 cm, the extrusion of the two catheter pieces are stretched causing the two catheter pieces to measure outside the specification. Specifications per graphic kz-05400-002 rev. 8 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-100b; rev. 07, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. During epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." The reported complaint of epidural catheter separating during use was confirmed based upon the sample received. The two returned catheter pieces indicate no of the catheter was missing. At the point of separation, the extrusion and coils showed signs of stretching as the coils stretched beyond the extrusion on one of the returned catheter pieces. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. The IFU for this product also indicates not to alter the catheter in anyway. Therefore, based upon the condition of the sample received, operational context caused or contributed to this event.

Event description:
It was reported that during use on a patient, the user found the inserted catheter separated/torn. Therefore, the catheter was replaced by a new one. It was found that the catheter fractured during use, not removing the catheter. All parts of the catheter was removed from the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during use on a patient, the user found the inserted catheter separated/torn. Therefore, the catheter was replaced by a new one. It was found that the catheter fractured during use, not removing the catheter. All parts of the catheter was removed from the patient.